Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 631 mg/dl. The 911 call was on (B)(6) 2014 at 3:30 pm. The customer stated that there were no significant events that could have led to the issue. The customer just called into make sure their pump functioned correctly. The customer changed their batteries on the pump and had no further questions. No further info was provided.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.